Event description:
It was reported that a shaft break occurred. The target lesion was located at the mid left anterior descending artery (lad). While preparing a 10mm x 2.00mm wolverine coronary cutting balloon, the shaft of the balloon broke outside the body of the patient. There were no patient complications reported in relation to this event.